Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined. Without a lot number a device history review (DHR) is unable to be provided.

Event description:
The event involved a chemolock port that the customer reported during disconnection of taxol from the port at the y-site of the alaris tubing, taxol sprayed all over the patient. There was patient involvement, however, no report of human harm.